Event description:
It was reported that during insertion of the iab through an introducer sheath, the balloon membrane began to unravel. The clinicians noted that during insertion, they pulled back the iab while it was in the sheath, and it was then that the balloon membrane began to unravel. Because of this, the iab was removed and replaced. There were no associated pt complications.